Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving hydromorphone of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient's doctor was going to move the pump 2 inches further up in the patient's back because the patient had lost weight. The pump was rubbing along the pant line and it was irritating. The patient was looking for the date she had until her low reservoir alarm would go odd and it was seen on the patient's personal therapy manager (ptm) programmer that her current low reservoir date was (B)(6) 2018. No further complications were expected or anticipated.